Manufacturer narrative:
No medwatch form was received. Associated devices continued - 1458q/(B)(4).

Event description:
New information received notes that the patient was admitted to the hospital for hypoxia and difficulty breathing. The cause of death was reported as acute chronic respiratory failure secondary to a combination of congestive heart failure, chronic obstructive pulmonary disease, obstructive sleep apnea, pulmonary hypertension, morbid obesity, and aspiration pneumonia.

Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.